Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an xxl balloon catheter. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 5mm and was located in the mid region of the balloon. The rated burst pressure for this device is 8 atmospheres as per xxl specification. A visual and tactile examination identified no issues with the shaft of the device. A visual examination identified no issues with the tip of the device that could have contributed to the complaint incident.

Event description:
It was reported that a balloon burst occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified common iliac vein. A 16-6/5.8/75 xxl esophageal was selected for use. During the procedure, the balloon burst upon first inflation at 5 atmospheres for a few seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications were reported.

Event description:
It was reported that a balloon burst occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified common iliac vein. A 16-6/5.8/75 xxl esophageal was selected for use. During the procedure, the balloon burst upon first inflation at 5 atmospheres for a few seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications were reported.